Event description:
Customer reported experiencing intermittent, on-going low blood glucose events displayed as "low"; although specific value was not provided. Cause was not known. Customer addressed the low bg events by drinking liquid glucose. Recommendation was made to consult a healthcare provider in regards to diabetes management.